Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025, the user¿s wife called for assistance with applying a new dexcom g7 continuous glucose monitor (cgm) sensor. The new sensor was successfully applied and paired. A fingerstick at the time showed blood glucose (bg) of 370 mg/dl. The user manually entered the bg into the pump to resume delivery while the sensor was warming up. Follow-up review showed bg did not return to normal range until 26-aug-2025, when bg was 178 mg/dl. The user's highest blood glucose (bg) recorded was 370 mg/dl. Bg was corrected by connecting the cgm and manually entering bg to resume ilet delivery. The ilet alerted for high bg. No outside assistance or medical intervention was required. Symptom noted by spouse was that user ¿never feels okay.¿